Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation with a burn-in time of 3 hours.

Event description:
It was reported the pump was not functioning correctly. The pressure was lower than normal during the procedure and it was not reacting to commands to increase the pressure. This made visualization harder than normal but it made it through the case and there was not patient injury. When it was tested after the case after shutdown it did not return to the standard factory reset values.